Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was being used to clip the cystic duct and the clips closed intermittently. The bile was lost into the pt's abdomen. Another instrument was used to complete the case.